Event description:
Additional information was received that the mean gradient after the valve was implanted was 31 millimeters of mercury (mm hg), then decreased to 9 mmhg. The second post-implant bav was performed due to the second valve being under expanded, and a gradient of 30 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the medtronic UDI (B)(4). Is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was not performed. The deployment starting point was the bottom of the pigtail catheter. A post-implant bav was performed due to the valve was under expanded with a gradient of 30mmhg. Prior to the valve dislodgement, the valve was implanted at a depth of 6mm on the non-coronary cusp (ncc) and 7mm on the left coronary cusp (lcc). Subsequently, the valve dislodged aortic. After the valve dislodgement, the implant depth was -1mm on the ncc and 0mm on the lcc. It was noted that during the initial deployment a non-medtronic guidewire was used, then another non-medtronic extra stiff guidewire for a post-implant bav, then exchanged again for a non-medtronic guidewire for the second valve implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID non-medtronic guidewires (lot: unknown); product type: guidewire; implant date n/a; explant date n/a updated data: b1. B2. B5. D10. H6. Additional codes: annex g corrected data: h1. Additional codes: annex f .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve (j078365) was implanted and a post-implant balloon aortic valvuloplasty (bav) was performed using a 22mm true balloon. Upon removal of the balloon, the valve became dislodged. A second valve (j082715) was then implanted inside the dislodged valve. A post-implant bav was then also performed on the second valve, using a 22mm true balloon. The patient did not suffer any complications as a result of this event. No adverse patient effects were reported.